Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event were reported. The patient's diabetic nurse stated that patient had high ketones and was feeling abdominal pain, dry mouth, thirsty and tired. The patient checked her receiver and noted that at 2:09pm, the cgm (continuous glucose monitor) displayed high and her bg (blood glucose) value was 474 mg/dl, but she did not receive a high audio alert. The patient self-treated with lots of fluid intake and correction with insulin. The patient continued to monitor her bg values (549 mg/dl at 2:50pm, 432 mg/dl at 3:57pm, 420 mg/dl at 3:59pm) until the values went down. Patient stopped the self-treatment after values reached 327 mg/dl at 5:17pm and 350 mg/dl at 5:18pm. The patient saw the diabetic nurse on (B)(6) 2018 to get assistance with the missed alert. At the time of last contact, patient reported to feel well. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A functional test was performed and it passed. The receiver log was downloaded and evaluated with no related errors observed. A communication tool audio and vibration test was performed and the tests passed. "Try it" manual tests were performed and the tests passed. The receiver case was opened for an internal visual inspection and it passed. Speaker audio intermittent tests were performed and the tests passed. The speaker resistance was measured and it registered within specification. The reported event of intermittent audio output was not confirmed. The root cause could not be determined.